Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that in april of this year their implantable neurostimulator (ins) went dead and was confirmed to be overdischarged. The patient reported that it was their fault. A jumpstart was performed by a manufacturer representative. Since then, the patient had not been able to charge up to 100%. The patient stated that they charged for three or four hour periods without the ins reaching 100%. The length of a normal recharge session was reviewed during the call. The patient stated that they would continue to charge the ins regularly. No further complications were reported.